Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left subclavian artery. A 10.0x40x135 cm express ld vascular balloon stent was selected for use. During the procedure, it was discovered that the stent was not implanted at the lesion site and had fallen off onto the delivery shaft. The stent system was withdrawn and replaced with a new ld stent, after which the procedure was completed successfully and the patient condition remained stable as a result

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) university. E1: initial reporter facility number -